Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (232500599); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a fusiform, unruptured aneurysm located in the c6 segment on the left side with a max diameter of 3.6 mm and a 3.2 mm neck diameter. It was noted that the patient's blood flow was xxx and vessel tortuosity was moderate. The access vessel was the right femoral artery, with 7mm diameter. Landing zone was 3.8 mm distally and 4.3 mm proximally. Dual antiplatelet treatment (dapt) was administered. The pru level was 1. It was reported that after induction of general anesthesia, vascular access was established. A long sheath and a 6f navien 115 intermediate catheter were positioned in place, and a phenom 27 microcatheter was advanced distal to the lesion. A 4.25 × 25 pipeline device was selected for deployment. During deployment, significant tension was noted at the middle section of the catheter. Despite repeated push-and-pull maneuvers, the proximal end of the stent failed to open. After three deployment attempts, the distal end still could not open properly. It was therefore decided to retrieve the stent and redeploy it. During the retrieval process, the stent and microcatheter dropped together to the c4 segment. At that point, the operator attempted to retrieve the stent using the microcatheter, but it was noted that the distal end of the stent had become folded but the pushwire was not damaged, and resistance was encountered during retrieval. For procedural safety, the stent and microcatheter were withdrawn together. After removal of the intermediate catheter, the entire system was withdrawn from the body. It was noted that the distal section of the catheter was kinked. A new phenom 27 microcatheter and a 4.25 × 20 pipeline device were then used for a second deployment attempt, and the procedure was completed successfully. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.